Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported device did not allow setting the pm reminder date after pm completion was not identified during the customer call. The tech support advised flashing the software or replacing the logic board. If the issue persists, send the unit for warranty repair. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device does not allow setting the pm reminder date after completing pm. The same process was tested on another device with no issues. After multiple attempts, the unit became stuck and could not be powered off while in maintenance mode. There was no patient involvement.